Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application had an interruption due to an operating system upgrade on the smart device. No additional patient or event information is available.